Event description:
Caller reported blood glucose results of 59 mg/dl on nano system 1, 300 mg/dl on nano system 2 within 10 minutes. No adverse event reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is nano system 1, medwatch with identifier (B)(6) is nano system 2. Strips not available for return.